Manufacturer narrative:
(B)(4). Report foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a retrospective study, patient was implanted approximately three (3) years ago with twist-off screws. The patient had experienced stiffness with scar tissue at the left foot approximately one (1) year post-implantation. Device is still implanted in the patient. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information of the reported event, it was determined to be not reportable. The clinical site reported the event did not affect the patient's ability to perform the activities of daily living; therefore, the reported event no longer classifies as a serious injury. The initial report should be voided.